Event description:
During a clinical study of the matrix coil the aneurysm was perforated. The patient later suffered from respiratory failure and hydrocephalus. Patient later expired from unknown case. There is no information about the exact brand name, catalog number, or lot number. The date in which the patient expired was not provided to the manufacturer.